Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report pump error 4 and 15 alarms. The customer's blood glucose reading was 12.5 mmol/l. Customer performed troubleshooting and at first the device did not record the bolus into the history, but the second try it worked. The customer was advised that the device will be replaced.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. No unexpected pump error 4 or pump error 15 were noted during testing. The insulin flow blocked alarm functioned properly during basic occlusion and occlusion tests. The pump was received with a scratched case and a fading serial number label.